Manufacturer narrative:
During further investigation, a visual inspection of the unit showed no signs of damage or contamination were found. The airflow accuracy test was executed and passed. Applying cold spray to the air flow pbca and moving the air flow to da cable had no impact on the measurement. The ventilator was run for one hour in normal ventilation without errors occurring.

Manufacturer narrative:
(B)(6). The unit was received at the international service center. The technician was unable to duplicate the reported problems. However, when the unit was started up on maintenance mode, it was confirmed that the event, airflow sensor measured 240slpm temporarily, occurred. After rebooting the unit, the event was not duplicated. Failure of air flow sensor was determined to be the cause. Flow sensor assembly with air flow sensor was replaced. Unit was checked overall, cleaned, run in tests and alarm tested and then the unit operated properly. Check test was performed and then no abnormality was found.

Event description:
The international dealer reported that when a hospital nurse turned on the v60 unit, the nurse noticed "patient disconnect" alarm occurred frequently. When the screen was checked, value of "tidal volume", "minute ventilation" and "leak" were displayed as "+++". Manufacturer's sales rep visited the hospital and confirmed the above issues. Also found that trigger was not detected. There was no patient involvement.